Event description:
It was reported to boston scientific corp that a solyx sis system was used during a mid-urethral sling placement procedure. According to the complainant, during the procedure,the physician pulled the mesh in order to seat the mesh carrier of the second side onto the delivery tip and the carrier tore away from the mesh. The remainder of the mesh was cut and removed by the physician and the carrier from the first side was left in the pt. The procedure was completed with another solyx sis system. There were no pt complications and the pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4).